Event description:
A user facility reported to olympus that no video image was present. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to failure of the charge-coupled device unit. Additional evaluation findings are as follows: 1.) The film cable was noted corroded due to a leak; 2.) Remove switch #3 failed due to cable unit failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the cause of the failed charged coupled device could not be identified. Olympus will continue to monitor field performance for this device.